Event description:
Double vascular graft, right side failed while placing left side aorta connection. After left connection another procedure immediately followed to bypass right side. Way too much open and clamping time. Developed severe sepsis and death. Pt expired in 2002.